Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. A sample was sent for investigation, but during transit to the manufacturing facility the sample was lost. This is a very rare occurrence, and we apologize for the inconvenience. If the sample is found at a later date, it will be evaluated, and the investigation results will be updated. The reported issue of mixed product / lots was confirmed upon inspection of the sample photo. Analysis of the sample photo showed a 5 ml oral syringe being held by an individual. It is stated that the oral syringe was found within the convenience tray. Bd determined that the cause of the failure was related to our supplier¿s process. The supplier reviewed their production records and they showed that prior to the production of this syringe batch, a batch of oral syringes were run through the same manufacturing equipment. An inadequate clearing of the manufacturing equipment resulted in the mixing of the left-over oral syringe into the luer lock syringes. An update to the line clearing procedures has been completed and a reeducation of manufacturing personnel has been performed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility. H3 other text : see narrative below

Event description:
Material#: 309703 batch#:2214138 it was reported by customer that an oral use only syringe found in a tray pack with mfg # 309703, lot# 2214138? This was discovered immediately upon opening the tray & the syringe is available for return. Verbatim: can you please help us initiate a new complaint for an oral use only syringe found in a tray pack with mfg # 309703, lot# 2214138? This was discovered immediately upon opening the tray & the syringe is available for return. Additional info: ((B)(6)2023) 1) the sample can be sent to xxx 2) there were no adverse events or serious injuries. 3) the event date was august 24th.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document#: (B)(4) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: convenience trays, device failure: mixed product / lots.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an oral syringe was found in the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray after opening it. The following information was provided by the initial reporter: "can you please help us initiate a new complaint for an oral use only syringe found in a tray pack with mfg # 309703, lot# 2214138? This was discovered immediately upon opening the tra"